Event description:
It was reported that during an unknown procedure, "the device jammed on an unknown firing." Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Feeder shoe. The analysis results for the device found that the device was returned non-functional and with two clips jammed in the jaws. The jammed clips were removed, the device was tested for functionality to evaluate the incident reported. Upon firing of the device, no clips were loaded into the jaws. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling of the device, twelve unformed clips on the clip track were found. Further evaluation found that the tab of the feeder shoe that interacts with the feed bar was damaged; leading the feeding issues. However, no conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.